Event description:
It was reported that the customer had a motor error on the insulin pump. Customer stated that this was the second alarm on two different pumps and his last alarm was a calibration alert. Customer also stated that during a bolus, he received an alert. Customer was assisted with clearing the alarm. Customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump was delivering a bolus. Customer stated that he was looking at the graph while delivering a bolus. It was explained to the customer that he should call back if he receives another motor error because the pump is replaced after the second motor error. Customer reported that he is fine with the pump. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.